Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Examination of the device confirmed the metal tip was fractured off. The noted breakage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the part of the plastic at the tip broke off during impaction. All parts were retrieved. Needs replacement to country club drive. They have a case 7/14. No surgical delay.